Event description:
Pt reported the infusion device displayed an unclearable e8 power interrupt error message. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. A preliminary evaluation revealed the snap dome of the up button is pressed through and the up button on the infusion device is always active. This was due to an external mechanical influence and led to an unclearable e8 power interrupt error. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.